Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During an installation, gas had leaked in the subject device.there was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The evaluation of the device confirmed the followings; the manufacturing history (DHR) indicated no irregularity. Defective pressure control unit failed to control pressure. Defect of the screw of the connector of the device was noted. Omsc guessed that the reported event was caused by the defect of the screw of the connector of the device. If additional information becomes available, this report will be supplemented.